Event description:
We received a report that the zmb00 intraocular lens was explanted from the patient's right eye after he was not happy with the visual outcome. No other information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 06/20/2014. The explanted lens (iol) was returned to the manufacturing site for investigation. Visual inspection indicated the lens is in one (1) piece. Visual inspection under 12x magnification shows the lens as a tecnis multifocal lens. The lens is contaminated, dust particles are present and scratches are seen. This condition is expected as the lens was explanted. The visual inspection of the returned lens sample showed the lens is damaged and contaminated, and expected as a result of explantation. The information available in the complaint did not indicate any relationship with the iol design or manufacturing. The manufacturing records were reviewed and showed the sterilization batch was released; there were no non conformances. There were no associated nonconformity material reports. Results of environmental control showed there were no non conformances. The lens was not produced under deviation. There were no process and/or material changes and based on the manufacturing record review and historical review no non-conformances were identified. All pertinent information available to abbott medical optics has been submitted.